Event description:
In 2007, this patient had a sparc sling placed for stress urinary incontinence. Had a prolonged post operative recovery with difficulty sitting, chronic urinary tract infections, and periodic drainage. No further info available at this time.

Manufacturer narrative:
Original info was a maude event report. Unable to confirm if the event is related to a device malfunction, device remains implanted. Should add'l info become available regarding this revision surgery it will be re-evaluated and a f/u report will be sent.